Event description:
The initial reporter questioned high results for multiple assays and multiple patients tested on a cobas 6000 c501 module. Discrepant results were provided for 3 patient samples tested for lipase, sodium (na), and iron. Patient 1 initial lipase result was 153 u/l. The repeat result was 40 u/l. Patient 2 initial na result was 178 mmol/l. The repeat result was 136 mmol/l. Patient 3 initial iron result was 862 ug/l. The repeat result was 100 ug/dl.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the cause of the event could not be determined.